Event description:
Boston scientific received information that the patient experienced syncope and seizures for an unknown reason. The device was explanted for reported normal battery depletion. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the device had no telemetry. The device had been implanted for over 10 years and was at end of life (eol) when explanted. Analysis found no issue with the device; no high current was present and therapy was available once the depleted battery cell was replaced. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.